Event description:
Procedure: lobectomy. According to the reporter: the device was fired and staples did not form properly in the middle and distal end. This resulted in staple line leak. Blood loss was less than 250cc. An air test showed bubbles and the staple line was over-sewed. A second air test also showed bubbles and the suture line was removed. The staple line was over-sewed a second time and the air test was acceptable.

Manufacturer narrative:
Initial report sent to FDA on 09/18/2009.